Event description:
It was reported the tubal bending angel is too straight for the customer to use the product.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. It was further reported there are two samples available and the product was not used on a patient. Additional information was requested. No additional information has been provided to date. Should additional information or sample become available, a follow-up report will be submitted. Note: issue occurred on (2) separate cases. A separate 3500a form has been completed for the other (1) case.